Event description:
The physician used a cook endoscopy six shooter saeed multi band ligator for an esophageal varcles banding procedure. During the procedure the bands would not deploy. An attempt to use two other banding kits was also unsuccessful. The pt was injected with ethamolamine to stop the bleeding. Sclerotherapy was also used. The pt's condition was listed as serious/unstable and the pt was placed in ICU for further observation.